Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) product type catheter product ID 8782 lot# serial# (B)(6) product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial #: (B)(6), ubd: 17-may-2025, UDI#: (B)(4) ; product ID: 8782, serial #: (B)(6), ubd: 18-apr-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal dilaudid (hydromorphone) and bupivacaine at unknown concentration/dose via an implantable pump for malignant pain. It was reported by the patient that they were having surgery related to their pump as the pump kept flipping over. Patient stated the first time they went to get the pump filled after the surgery, the catheters had flipped. Patient then said when they went in to see the doctor the next time, the same thing happened and the doctor had to flip it over to put the medicine in.